Event description:
It was reported the device was used during a laparoscopic assisted hysterectomy. It was reported the surgeon used the lcs15 during the procedure. The pt had a postoperative bleed. The pt was readmitted and required a transfusion of 4 units of blood.